Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced low blood glucose readings on (B)(6) 2013. The reporter indicated that the patient had a blood glucose of 64 mg/dl which was treated with oral carbohydrate, then the patient's blood glucose was at 58 mg/dl which was again treated with oral carbohydrate. The patient's blood glucose began to resolve up to 119 mg/dl. The reporter stated that the patient was shakey, lethargic, and pale. The reporter indicated that the patient was supposed to be using the ezcarb and ezbg boluses. A review of the pump history found that two large boluses were delivered without addressing insulin on board (iob). Customer support advised the reporter on the iob feature to prevent stacking insulin. The reporter was advised to follow up with a health care professional regarding the iob feature and possible need for settings adjustment on the pump. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.